Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating and subsequently, pump shutdown. Pump was plugged in to charge; however, battery was not charging. Tandem technical support (cts) advised customer to charge battery for approximately 30 minutes. Customer's blood glucose was 183 mg/dl. Customer reverted to using manual injections until additional supplies were obtained to change cartridge. Although multiple attempts were made by cts to confirm battery was charged and customer resumed pump therapy, customer did not reply.